Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, there was difficulty exiting the guidewire at the guidewire rx port. After several attempts, the guidewire was able to finally pass through the rx port. During stent deployment, the inner catheter broke in half inside the patient, and the stent was not deployed. The wallflex biliary device was removed from the patient and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, there was difficulty exiting the guidewire at the guidewire rx port. After several attempts, the guidewire was able to finally pass through the rx port. During stent deployment, the inner catheter broke in half inside the patient, and the stent was not deployed. The wallflex biliary device was removed from the patient and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
A wallflex biliary delivery system was received for analysis; the stent was not returned. The delivery system was received in two pieces. Visual examination of the returned device found the clear outer sheath at the distal end was slightly kinked. The inner member was found detached, kinked and damaged. No other issues with the delivery system were noted. The damages noted with the returned device were consistent with excessive force being applied to the delivery system. The investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.